Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred approximately one hour and thirty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed and was noted to be leaking externally from the header end cap on the venous side of the dialyzer. The machine, a fresenius 4008s machine, did not alarm. Blood leak test strips were not used. There was no reported damage or defects noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 60 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment was successfully completed with new supplies. The complaint device was reportedly discarded and therefore not available to be returned to the manufacturer for evaluation.